Event description:
The following was reported to gore: on an unknown date, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was treated with a conformable gore® tag® thoracic endoprosthesis. During the procedure, the patient¿s left common carotid artery was reportedly covered unintentionally. The reason for the unintentional coverage is currently unknown.

Manufacturer narrative:
A review of the manufacturing records could not be performed for the device involved in this event as the lot number was not provided.